Manufacturer narrative:
Continuation of d10: product ID 3998 lot# 0205425881 implanted: (B)(6) 2012 h6: device code a2303 has been removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the event resulted with in-patient hospitalization.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that on (B)(6) 2022 the patient complained that the lead was not working and had questions about it. Only 3 electrode points were functioning, and the correct stimulation could not be reached. The device was reprogrammed in the best possible way. A month later it was confirmed that additional electrode point was broken. Further stated that the lead was fractured. There was under stimulation in the hand. It was noted that the lead was implanted after the use before date. The patient visited the emergency room in (B)(6) 2023 and decided to have a revision surgery. The lead and two extensions were explanted and replaced on (B)(6) 2023. The outcome was resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID: 3998, lot# 0205425881, implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type: lead. Product ID: 37083-60, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: extension. Product ID: 37083-60, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6), ubd: 30-aug-2015; product ID: 37083-60, serial/lot #: (B)(6), ubd: 30-mar-2026, UDI#: (B)(4); product ID: 37083-60, serial/lot #: (B)(6), ubd: 30-mar-2026, UDI#: (B)(4). E1 phone number: (B)(6). H6 codes belong to the lead and extensions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider of a clinical study reporting that there was a loss of efficacy.